Event description:
It was reported that after the device delivered appropriate anti-tachycardia pacing (atp) to treat ventricular tachycardia (vt) but was unsuccessful in terminating the arrhythmia. The rhythm accelerated to ventricular fibrillation (vf) and the device then delivered appropriate high voltage defibrillation therapy but was unable to convert the rhythm initially. An additional hv shock was delivered to terminate the arrythmia. Additionally, the patient reported experiencing syncope during this episode. No intervention has been performed. The patient is recovering in the hospital and will continue to be monitored.